Event description:
It was reported that the li61aor intraocular lens was explanted from the pt's left eye due to unspecified reason approx 13 months after implant. Additional info has been requested, but no additional info has been received by bausch + lomb to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.